Event description:
It was reported by a customer complaint that the patient was treated by paramedics due to an incident of low blood glucose. The reporter stated that his blood glucose has been labile with unexplained lows. The reporter states that at 4:00pm, his blood glucose was measured at 37 mg/dl, he self-treated with glucose tabs, glucagon, and then called the paramedics. The paramedics tested his blood glucose and he had rose to 140 mg/dl within 15 minutes of their arrival. The patient was stabilized on scene and not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.